Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken electrical board trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed hardware low level failure and battery error during self-test. It was reported that they had performed self test and was passed. The customer¿s blood glucose during the incident was 230 mg/dl. The device will be returned for analysis.